Event description:
At an unknown point in time, the patient underwent an aortic valve replacement (avr) and this trifecta valve (model and serial unknown) was implanted. In (B)(6) 2018, a re-do avr was required due to severe aortic regurgitation (ar) and the valve was explanted. Additional information was requested, however the md or hospital provided no additional details.

Manufacturer narrative:
An event of aortic regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause for the reported event remains unknown without additional information such as implant duration and patient comorbidities.